Event description:
It was reported that this pacemaker system exhibited loss of capture on the right ventricular (rv) lead. An x-ray was performed, however, the results were inconclusive. The rv lead was explanted and replaced. The pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
Correction: describe event or problem and explant date.

Event description:
This supplemental correction report is being filed as it was indicated that the pacemaker was never explanted and replaced with a crt-p. This pacemaker remains in service. No additional adverse patient effects were reported.